Event description:
Reporter indicated that the vns system (generator and lead) was explanted due to infection. The reporter also indicated that the pt's vp shunt was also removed. Further follow-up concluded that the infection has resolved. A re-implant is not scheduled at this time.